Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 device ruptured during filling. The device was being filled with 150 milliliters saline when the reservoir ruptured. There was no patient involvement. No additional information is available at this time.